Event description:
It was reported that the patient is deceased. Information received indicated high rate non-sustained (hrns) and ventricular tachycardia (vt) non-sustained episodes showed ventricular fibrillation (vf) and subsequent cardiac arrest, but not detection nor high voltage therapy administered. Device data confirmed ventricular undersensing along with long ventricular fibrillation (vf) cycles with extended r-r intervals. It was also noted that ventricular sensed events reset number of intervals detected (nid) count repeatedly, preventing detection as well as high voltage therapy from being delivered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.